Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was enrolled with a long segment of barrett's esophagus (4 cm) containing high-grade dysplasia. After a secondary focal ablation, a stricture was noted and dilated. Upon further visit, the pt's symptoms were resolved and the stricture had resolved completely. Per the physician, the severity of this event was mild, relationship to the device procedure was possible, and there was no device malfunction.